Event description:
It was reported that:during a procedure after induction with desflurane, the doctor switched to foorane because he had depleted the desflurane. Approx. 10 minutes later he was unable to ventilator because of a leak. The pt was ventilated with an ambu bag and switched to a second anesthesia machine. There was no pt injury.distributor's service rep. Found the anesthesia machine and the forane vaporizer to be functioning correctly. He found the desflurane vaporizer to be functioning correctly. He found the desflurane vaporizer to be occluded internally at the gas inlet and the gas outlet open to the atmosphere when the device was in the off position.